Manufacturer narrative:
This report is being field under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). The enterprise 9000x bed is intended for high dependency patients who pose movement and handling risk and/ or whose clinical condition requires that they are positioned with minimal physical handling. Patients with a moderate amount of independence can, at the caregiver's discretion, use the controls to adjust their own position. On 2017-may-03 arjohuntleigh was initially notified about incident with regards to enterprise 9000x bed. The reported malfunction took place in the (B)(6) in united states. In received complaint it was reported that bed moved on its own due to control button being stuck in active position. At the time the event occurred there was not patient placed on the bed. No injury was sustained as a result of the incident. The device history record has been reviewed. No production anomalies were recorded at the time of manufacture. After the event arjohuntleigh technician inspected the bed and revealed that the control button was in active mode even if it was not pressed. Unfortunately despite our best efforts we were unable to receive any photographic evidence of part damage. There was no misuse noticed or extra force used on the button. Arjohuntleigh representative replaced touch pad pit on a side rail cover that was missing, tested the bed and revealed that the device started working up to its specification. It needs to be emphasize that reported device have been in use for approximately 6 years (date of manufacturing (apr-2011) and awareness date (may-2017)) while arjohuntleigh representative became aware of the incident. The control panel was working unreservedly for all these years. Based on all facts gather and technician's opinion it appears that this particular failure is probably the result of prolonged use of the affected part. To ensure the correct operation of patient controls the instruction for use provided together with the involved device (746-591_en_7) in section 'preventive maintenance' recommends to follow below mentioned steps in weekly intervals: "carry out a full test of all electrical bed positioning functions (backrest, height, tilt, etc.)" "Check that the patient controls, caregiver controls and attendant control panels operate correctly" it needs to be emphasized that the likelihood of the occurrence of the death or serious injury in case of unintended bed movement is remote. In addition, the movement range is always within the predetermined and safe operating range of the device. In summary, although no adverse event occurred the complaint decided to be reportable in abundance of caution. The device was not being used for patient care at the time of the incident and therefore the device played a role in the reported incident. With all facts gathered it might be presumed that control button being stuck was the cause of uncommanded device movement. Based on collected information and technician's opinion it appears that this particular failure is probably the result of device prolonged use. At the time the event occurred the device was not working up to its specification.

Event description:
On 2017-may-03 arjohuntleigh was initially notified about incident with regards to enterprise 9000x bed. The reported malfunction took place in the orange regional medical center in united states. In received complaint it was reported that bed moved on its own due to control button located on control panel being stuck in active position. At the time the event occurred there was not patient placed on the bed. No injury was sustained as a result of the incident.